Event description:
The customer reported a control panel error. This error causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage at control panel processor was found to be below the optimum voltage. A replacement power supply was installed to resolve the issue. The system was tested and found to be working as intended and returned to service.